Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,500 mcg/ml unknown baclofen at a dose of 574.6 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the low reservoir alarm date was supposed to be (B)(6) 2018 but the pump was apparently showing 0 ml today. The rep stated when they aspirated the pump it had approximately 8 ml in it. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pump was apparently showing 0 ml on (B)(6) 2018 when there was approximately 8 ml in it was not determined. As an action/intervention taken to resolve the issue, the hcp "reprogrammed to show accurate volume". The pump showing 0 ml on (B)(6) 2018 when there was approximately 8 ml in it was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had another fill on (B)(6) 2018. There was no therapy issue at that time. The pump logs were checked and they showed multiple safety count logs on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. The patient had a personal therapy manager (ptm) programmer but it was unknown if patient activated (pa) bolusing was programmed.